Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the small battery drive device was corroded and had unknown residue on the motor. It was also observed that the device failed the off/osc/on switch mode function check (step 70) and failed the safety assessment pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary tibia leveling plateau osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device had no power. According to the report, the user tried multiple battery packs without any luck. It was further reported that a dead battery was not the issue but it might have been a connection issue. There was a thirty to forty five minute delay to the surgical procedure. It was unknown if there was a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.